Event description:
It was reported that there was elevated threshold on the ventricular lead. The patient went to the office to have the high threshold evaluated however no capture at max outputs was found. The patient was directly admitted to the hospital for a lead revision. During the fluoroscopy, it was noted that the lead appeared to be "outside of the heart". The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.